Event description:
Rptr alleged the lancet needle from the softclix device used in finger-stick blood glucose testing would not retract after it was used. No actions were reported or treatment rec'd. A request was made for the return of the suspect prod and replacement prod was sent.